Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture in voo mode and a sensing anomaly in both vvi and vdd modes.